Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance 444 washer/disinfector. While onsite, the technician was informed that the employee opened the manual door for the washer when the top panel fell. The technician inspected the unit and found that the screws that hold the top panel in place were not re-installed during the maintenance visit on december 9, 2020, as they were found to be sitting on top of the unit. This allowed the panel to fall and the reported event to occur. The panel was secured with the screws, and the technician confirmed the unit to be operating according to specification. The washer was returned to service. Steris conducted re-training with the technician who performed preventive maintenance. No additional issues have been reported.

Event description:
The user facility reported that the top panel of their reliance 444 washer/disinfector detached and fell contacting an employee's leg. No medical treatment was sought or administered.